Event description:
It was reported that the patient presented in clinic. Upon review, high capture threshold, failure to capture and high pacing impedance were noted on patient¿s right ventricular (rv) lead. Insulation damage was suspected on right ventricular (rv) lead. On (B)(6) 2025, the physician capped the existing right ventricular (rv) lead, and a new one was implanted. The patient was in stable condition.